Event description:
It was reported that a fragment of the screw was broken and had to be removed after 3 months post-op. No further details available.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. Device history record revealed nothing relevant to this event. Complaint confirmed. The returned screw fragment has been completely fractured at approximately the fourth thread proximal to the distal tip of the screw, which is also the transition area of the screw (area just distal and adjacent to the distal tip of the driver when the anchor is fully seated on the driver). No visible internal cracking was observed and the fracture surface pattern indicates a ductile-type fracture. Complainant's event typically caused by not inserting the implant co-axial to the bone tunnel, prying/leveraging the implant, flexing the joint during insertion or improper bone preparation. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.